Event description:
During an endoscopic stone extraction procedure, the physician used a cook endoscopy fusion omni-tome sphincterotome. During the first use of the sphincterotome, the user tried to "bend it" (i.e. Bow the tip of the sphincterotome) but resistance described as "unusual and difficult" was encountered. They tried to use the power and cut the papilla, but the user had difficulty removing the sphincterotome from the papilla because the sphincterotome cutting wire was reportedly "broken." Our lab eval confirmed the cutting wire to be intact but the cutting wire securing component located at the distal end of the cutting wire had disconnected from the sphincterotome catheter. What was described as "small trauma at the papilla area" was reportedly observed because of this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects other than the reported trauma of the papilla.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our lab eval of the product said to be involved confirmed the cutting wire securing component has disconnected from the catheter near the distal end of the sphincterotome. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. No section of the sphincterotome device is missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Also, we confirmed the small metal tube that rests inside the wire guide lumen of the catheter tubing has moved so that the tube is no longer inside the catheter tubing. The small metal tube is resting on the cutting surface of the cutting wire. The small metal tube can move on the cutting wire, similar to a bead on a string. Because the cutting wire remains securely attached to the sphincterotome at the proximal end and the cutting wire securing component remains in place, the small metal tube has not separated from the sphincterotome device. Because the small metal tube displacement does not create any sharp edges we do not believe this is related to the reported trauma in this case. Because we have not received any reports of metal tube movement resulting in pt death or serious injury, we do not believe this is likely to result in pt death or serious injury if this were to recur. A review of the device history record for the product said to be involved was conducted. During the mfg process, (B)(4) reject from this lot was scrapped for a split. If the catheter was split, this could result in movement of the small metal tube or disconnection of the cutting wire securing component from the catheter. The reject was scrapped before releasing the product for distribution, therefore rejects were not identified for the product in this lot that were distributed for use. The appropriate personnel were informed of this observation in an effort to heighten awareness. Customer qa will monitor for trends. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: separation of the cutting wire securing component and the catheter (as well as small metal tube movement) can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to this observation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.